Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) linear 25cc had difficult or unable to monitor arterial pressure waveform and iab migrated. There were no patient harm or injury was reported.

Manufacturer narrative:
The complaint was about difficulty monitoring arterial pressure during use of an intra aortic balloon pump. A nurse reported poor arterial waveform quality with slow flushing and a damped signal showing low pulse pressure. Investigation suggested possible issues like lack of flushing due to thrombus risk and very low placement. Guidance was provided to check inner lumen patency and consider alternate arterial access if needed. No patient harm was reported. Problem identified includes unreliable arterial waveform due to causes such as lumen blockage clot or kink equipment issues or low pulse pressure. Signs include flattened waveform reduced pulse pressure and delayed response.